Event description:
It was reported that an "overload" error code was displayed on the 9800 system. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an investigation. The inhouse team cleaned and regreased the candle sticks. The system was tested and found to be working as intended and placed back into service.